Manufacturer narrative:
Pump received with no act button response due to moisture damage to the electronic assembly. The keypad was troubleshot and it was determined not to be the cause of no button response. Unable to perform the displacement test or verify battery out limit alarm due to no button response. No moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive after he fell into a pool while wearing the device. The customer also reported that there was water under the display and a battery out limit occurred. Blood glucose level at the time of the incident was 323 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.